Event description:
A customer contacted beckman coulter regarding erroneously low platelet (plt) results from a single pt that were generated by the coulter lh 500 instrument. The initial plt result was not accompanied by the instrument generated flags. The plt result obtained from the lh 500 instrument was determined to be erroneous because the plt slide estimates were: 195 x 10 to the 3rd power cells/ul, 215 x 10 to the 3rd power cells/ul, and 240 x 10 to the 3rd power cells /ul. The customer tested the pt original sample for plt on a different instrument in their lab. The plt results were: 231 x 10 to the 3rd power cells/ul and 214 x 10 to the 3rd power cells/ul. The customer re-tested the pt sample on the lh 500 instrument. The plt result was 135 x 10 to the 3rd power cells/ul. The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.